Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on (B)(6) during a chemotherapy infusion, the air vent/cap near the drip chamber reportedly "popped off," resulting in a chemotherapy spill affecting three employees. Chemotherapy infusing at the time of the event: gemcitabine 1311 mg in ns 0.9% (total volume 89.5 ml). The employee involved indicated the spill appeared related to the air vent on the tubing above the chamber becoming dislodged.